Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/17/2021. H6 component code: g07002 no device returned. Additional information was requested, and the following was obtained: what is the procedure date & event day? Unknown. Did the surgery was completed successfully? Yes. What was used to complete the procedure? Use the other packages. Could you please clarify how many devices present this issue (pull off suture needle)? Please clarify: unknown. Did the patient suffer from any consequence due to the issue? If yes please explain no. What is the lot number? Unknown. Could you please confirm device's availability? Product discard. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the procedure date & event day? Did the surgery was completed successfully? If yes, what was used to complete the procedure? Could you please clarify how many devices present this issue (pull off suture needle)? Please clarify did the patient suffer from any consequence due to the issue? If yes please explain what is the lot number? Could you please confirm device's availability?

Event description:
It was reported that a patient underwent a valve replacement procedure in 2021 and suture was used. During the procedure, the suture got detached from the needle. There were no patient consequences reported. Additional information was requested.